Event description:
The patient's 9-12 month follow-up angiography showed a restenosis on the target lesion which was treated by balloon (quantum 8 x 3.5 atm) and cutting balloon at 10 atm.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. A female from the cristal study experienced restenosis approx 10 months post-implantation of a cypher stent. Past medical history includes family history of cad and hyperlipidaemia. The pt rec'd a 3.5 x 13mm cypher select stent in the proximal lad during the index procedure to treat a restenosis of a previously implanted unknown bare metal stent. A follow-up coronary angiogram revealed restenosis of the target lesion and treatment was conducted with cutting balloon and balloon angioplasty. The product remains implanted in the pt and is thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessel, bifurcations, and restenotic lesions. Based on the info provided, there are patient and lesion characteristics factors that may have contributed to this event. See scanned page.